Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the lock failed on a mayfield skull clamp. The description is as follows; "the pt was in a prone position and at the end of the case the nose was touching clamp." Surgeon claimed the lock failed. Additional info has been requested.